Event description:
This rv lead was implanted on (B)(6) 2011. A red alert for high us rv shocking lead impedance was detected on (B)(6) 2012. The values jumping on (B)(6) 2012 to > 1800 ohms. Potential lead fracture. A call to technical services on (B)(6) 2012 states that health care provider is seeing noise on the rv rate sense lead. There have been 5 nonsustained episodes in the logbook. The thresholds are still good as well as sensing. When the patient twists the impedance goes to >2,000 ohms and some noise is seen. They have 2 zones programmed. Vt mo zone at 200 bpm and vf at 240 bpm. The patient is not scheduled immediately for a revision so in the meantime they are trying to decide whether they program out detection or just turn off the device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).